Event description:
The customer stated that the rubella calibration failed on the axsym analyzer due to the ratio a/b being too high. The customer decontaminated lines 3 and 4 with new solution and checked the volume of the dispensers. The abbott customer service technician (cta) advised the customer to clean the meia optics line beside the matrix carousel, decontaminate line 1 with new mup, perform a meia check, and replace the matrix cells. All the maintenance was performed without resolution. The cta ordered 6-point calibrators for the customer and suggested replacing the probes. A follow-up with the customer confirmed the receipt of the calibrators; however, the customer centrifuged the old calibrators and the calibration passed. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.